Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture and capsular contracture baker grade ii-iii. The device was explanted and replaced with non-allergan device. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, brown particles, around 0-25% of the shell was missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified broken shell with sharp edge on posterior side assessed as an unidentified tear. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: - broken shell with sharp edge assessed as unidentified tear. - missing shell assessed as inconclusive.

Event description:
Physician reported rupture and capsular contracture baker grade ii-iii. The device was explanted and replaced with non-allergan device. Right side.